Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a faulty navigation ring. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed that the navigation ring was not functional. The fse replaced the front bezel and the problem was resolved.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 the customer confirmed that there were no erratic selections bouncing on the screen and no modifications or changes were accepted without user input. The customer also confirmed that the touchscreen was functional at the time. Based on this information, this is no longer a reportable event. The replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.